Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving morphine at an unknown concentration and dosage via intrathecal drug deliver pump for spinal pain. It was reported that their pump was potentially not working, although it was unclear if they were referring to their pump or stimulation system. It was also reported that the healthcare provider (hcp) changed medication to morphine and that he gets good relief, not 100%, but it is good. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.